Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 77.7cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 20mm x 3.25mm nc quantum apex balloon catheter was selected for dilation. They pulled the device out of the hoop; however, while loading it onto the guidewire, the shaft broke. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 20mm x 3.25mm nc quantum apex balloon catheter was selected for dilation. They pulled the device out of the hoop; however, while loading it onto the guidewire, the shaft broke. The procedure was completed with another of same device. There were no patient complications reported.